Event description:
Patient was having red heart alarms on the system controller. Still occurred when the controller was changed. Admitted, kub negative for driveline fx. Battery clips changes. No more alarms noted.